Manufacturer narrative:
It was reported that, upon unboxing and setting up, the lal was inflated and set up for ready use. The patients' family called and stated that lal was losing pressure and not holding air properly. Upon reviewing the item and troubleshooting the possible issues, we determined that the lal was defective and not usable as is. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, upon unboxing and setting up, the lal was inflated and set up for ready use. The patients' family called and stated that lal was losing pressure and not holding air properly. Upon reviewing the item and troubleshooting the possible issues, we determined that the lal was defective and not usable as is.